Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.

Event description:
Additional information was reported indicating that this patient passed away, due to circumstances unrelated to this pacemaker. This pacemaker was returned and a device evaluation was completed.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header noted no anomalies. Visual inspection of the case noted that the device was exposed to high temperatures possibly after explant, during the decontamination process, prior to device return. Thus, this made investigation of the field allegations not possible. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an automatic lead safety switch from bipolar to unipolar occurred due to high pacing impedances on the non-boston scientific right ventricular (rv) lead connected to this pacemaker. No interventions or adverse patient effects were reported. The pacemaker and rv lead remain in service.